Event description:
The customer stated that he tested his blood glucose using his contour meter and his prodigy meter. The prodigy read 229 mg/dl, while the contour read 92 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.